Manufacturer narrative:
Findings: pump received with normal operating currents, passed unexpected restart error test, self-test, and the displacement test however, unit alarmed compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime, and excessive no delivery tests due to compromised force sensor alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 98 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.